Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:clip case clip broke, the pump fell, and the site was dislodged. The customer's blood glucose level was not affected. Reportedly, the customer changed the site, and resumed insulin delivery.